Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer insulin pump had a keypad anomaly. The customer¿s blood glucose was 600 mg/dl at the time of incident and treated with manual injection. Blood glucose was at 454 mg/dl after treatment. No troubleshooting was performed and advised customer's spouse to call back to complete troubleshooting. The insulin pump is not expected to return for analysis.